Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. During use of the 3.50 x 16 mm taxus express2 drug eluting stent the physician found that the proximal stent strut had flared. The procedure was successfully completed with an unknown stent. No patient complications were reported. The patient's status is reported as `satisfactory/good.'